Event description:
It was reported that prior to implant, the device was interrogated, and was found to be at end of service (eos). It was determined that the device had been programmed on a few months earlier for a prior implant procedure, and had somehow turned on ventricular fibrillation (vf) detections, delivering multiple therapies while still in the box. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).